Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of door does not close was confirmed. Service found that the door did not close due to a damaged door latch assembly, the door latch assembly was replaced to resolve the issue.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. The door latch was broken. The door latch assembly was replaced. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Event description:
The facility representative reported a flogard infusion pump with "the door does not close". It is unknown at which process step that this event occurred. There was no patient involvement, patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.